Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to multiple hip dislocations, having a failed acetabular. (Right). (B)(4).

Event description:
Allegedly the patient was revised due to multiple hip dislocations, having a failed acetabular. (Right) additional information received on 12-sep-2019: sae# (B)(4) allegedly, periprosthetic fracture of the acetabular component patient was seen in clinic post sx between (B)(6)2012-(B)(6) 2013. Improvements were slow and the patient was not fully weight beaning. Patient was found to have a failed acetabular on (B)(6) 2013, and the patient underwent a revision with cage reconstruction. Component not revised: profemur® tl stem sz 5 product ID: prtl0025 lot no: 1419769.